Event description:
Reported high bgs. Troubleshooting was performed. All settings were correct. The customer reported having difficulty while priming, the insulin did not exit, and customer was unable to get out of the prime loop. Numbers had not appeared on the screen and customer was using cold insulin. Insulin was releasing air bubbles while priming. Advised customer to warm insulin to room temperature prior to filling reservoir. Instructed customer to monitor bgs and call back if problem recurs. A day later the customer called back and stated that customer was admitted in the emergency room. Programming in the pump was ok. However, the customer stated that activate button does not respond when attempting to rewind. Customer was uncomfortable with pump and further testing was not performed. A replacement pump was requested.